Event description:
It was reported to boston scientific corporation that an endovive jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, on (B)(6) 2019, the patient was hospitalized due to flu and the jejunal tube was also occluded. The pump also alarmed indicating high pressure and the tube was difficult to rinse as performed by the wife with the assistance of nurses for several times. They are still awaiting for the replacement of the tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem code 2423 captures the reportable event of feeding tube occlusion. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, on (B)(6) 2019, the patient was hospitalized due to flu and the jejunal tube was also occluded. The pump also alarmed indicating high pressure and the tube was difficult to rinse as performed by the wife with the assistance of nurses for several times. They are still awaiting for the replacement of the tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.